Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the tip of the attachment device was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearings and nose cone were damaged, the identification was unreadable and the ball bearing fell apart. The device also failed pretest for temperature and cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was initially reported that it was unknown when the event occurred. The event was reported to have occurred after the surgical procedure. Additionally, there was no patient involvement. If additional information should become available, a supplemental medwatch report will be sent accordingly. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.